Manufacturer narrative:
The insulin pump had blank display due to corrosion on electronics. It was unable to verify the button keypad anomaly, error alarm or backlight display anomaly due to blank display. Device had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the down arrow button on the insulin pump is not responding. Customer stated he fell into the pool with the insulin pump. Customer state there is fluid under the lcd display and some condensation on the corner. Customer also reported the insulin pump gave an error alarm and the backlight would not turn on. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.